Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, increased capture threshold which resulted in loss of capture was observed on the left ventricular (lv) lead. The patient was hospitalized and the device was reprogrammed. During an unrelated procedure, additional reprogramming was performed to resolve the event. The patient was in stable condition.